Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "battery failed" error code 1124. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The event log was reviewed, and the error code was confirmed. The customer reported that the battery was only displaying 8.5 volts and was not charging. The rse recommended testing the device with a known good battery to verify if the battery was charging properly. The customer reported that the battery was charged during the weekend, and it still did not get up to a good voltage to operate the unit. The customer will order a new battery.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the battery was replaced, and the issue was resolved. The customer reported that the device was returned to service.